Event description:
It was reported that high out of range (oor) pace impedances were observes on the right ventricular (rv) lead from another manufacturer. There appear to be several excursions like this, and it is believed this is spring contact related. The oor pace impedance measurement was reproducible with isometrics; however, no noise has been observed. Programming options were suggested. Some years later, there was rv loss of capture observed at an atrial tachy response (atr) episode. Caller noted that threshold was also variable. It was known that the health care professional lowered the output which may be reason for loss of capture. Finally, sensing drops were also observed. The patient was going to be monitored at this time as the patient is not dependent. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that high out of range (oor) pace impedances were observes on the right ventricular (rv) lead from another manufacturer. There appear to be several excursions like this, and it is believed this is spring contact related. The oor pace impedance measurement was reproducible with isometrics; however, no noise has been observed. Programming options were suggested. Some years later, there was rv loss of capture observed at an atrial tachy response (atr) episode. Caller noted that threshold was also variable. It was known that the health care professional lowered the output which may be reason for loss of capture. Finally, sensing drops were also observed. The patient was going to be monitored at this time as the patient is not dependent. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that high out of range (oor) pace impedances were observes on the right ventricular (rv) lead from another manufacturer. There appear to be several excursions like this, and it is believed this is spring contact related. The oor pace impedance measurement was reproducible with isometrics; however, no noise has been observed. Threshold and sensing measurements are stable. Programming options were suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.